Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.  . Reported events: eight events were reported for this quarter. Product return status: eight devices were received for evaluation. Evaluation status: eight reported events were confirmed during testing. Eight devices were found to be affected by missing paint chips. Additional information: eight  devices were not labeled for single-use. Eight devices were not reprocessed and reused.

Event description:
This report summarizes 8 malfunction events in which the device had paint chips missing. Eight events had no patient involvement; no patient impact.